Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set had a leak when the spike disconnected from the IV bag containing chemotherapeutic medication. The rate of infusion was 250 ml per hour. There was skin exposure to the drug, however, there was no patient injury or medical intervention associated with this event. No additional information is available.